Event description:
The dentist reported that 1 year after the dental implant was installed in patient's intraoral region around #13, it was verified its non osseointegration. The implant was installed in (B)(6) 2013 and lifting of sinus membrane was executed. Patient returned to remove cover screw and put the abutment just in (B)(6) 2014. At the moment of the procedure, it was seeing that the implant presented mobility, so it was removed. Patient presented low bone quality.